Event description:
The date of the event is estimated. Dr. (B)(6) performed a dental procedure using 3-0 chromic gut suture. The doctor states that the suture frayed and the needle broke off inside the pt's mouth during the procedure. The entire needle was retrieved without difficulty. However, potential for injury exists due to the proximity of the surgical site to the pt's airway.

Manufacturer narrative:
Three (3) biohazard samples were received on 08/06/2010, prepared and forwarded to the sterilizer. The samples are due back from sterilization on 09/02/2010. The samples will be evaluated and a follow-up report will be submitted upon completion. This event was initially reported to ace surgical supply co. And then forwarded to angiotech. One (1) other finished good lot was also reported. The product info is as follows: 3-0 chromic gut, model/catalog#: zg-0001n, lot#: m316380, expiration date: 02/28/2015, device manufacture date: 02/2010, 510(k): k896554. Results/conclusion: the eval summary will be included in the follow-up report. However, relevant portions of the device history records were reviewed and no corresponding issues were identified. A definitive conclusion can not be drawn at this time. Angiotech reference: (B)(4), item # zg-0001n, ace, 3-0 chromic gut, lot m289390, m316380.